Manufacturer narrative:
(B)(6), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 (9 days after the implantation of the pacemaker involved in this MDR report), the pt was admitted to the hospital for shortness of breathing. During the f/u dated (B)(6) 2012, repeated high ventricular impedances (>3000 ohms) were measured and the ventricular threshold raised up to 4.5v at 0.35ms with some inappropriate sensing / pacing. A reintervention occurred on (B)(6) 2012 and measurements on the ventricular lead with a pace system analyzer were found normal. The device was explanted and replaced. All measurements on the replacement device were normal. It was reported also x-rays from implant and f/u dated (B)(6) 2012 were reviewed and the lead seemed correctly inserted and some oversensing in bipolar on the ventricular lead were observed on the (B)(6) 2011.